Event description:
Customer reported positive bacterial culture in water sample after installing the nephros point-of-use water filter in their facility. Customer returned filter to nephros for evaluation. Upon evaluation of returned filter it was determined that there was a breach in the filter sealing compound. No adverse events were reported.

Manufacturer narrative:
Results: integrity testing of the filter indicated there was a breach in the filter sealing compound.